Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be conclusively determined. The reported poor imaging appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and bicuspid leaflets in the tricuspid valve for a triclip procedure. During the procedure, the clip arms were confirmed to be perpendicular to the line of coaptation. One triclip was implanted. A single leaflet device attachment (slda) of the second triclip occurred from the septal leaflet post-deployment. Two triclips were implanted for the reduction of tr and stabilization of the slda. Imaging challenges and septal hugger were observed. The tr was decreased to grade 3 post-procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.